Manufacturer narrative:
No device evaluation was performed. The issue was resolved on the phone call, and no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. The clinical specialist reported that when turning the fusion on, under set up equipment, there was not a green line of communication between the fusion and the axiem box. When he restarted the system, connectivity was green. There was no patient involvement or delay as a result.